Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient had a sudden change in therapy. The caller reported that on (B)(6) the patient started having bad accidents. The morning of the call the patient increased stimulation to 4.1 and confirmed feeling a little stimulation and wanted to know if they should increase stimulation further if they are still having accidents. The patient was advised that stimulation can be increased if there is no symptom relief, but stimulation should not be increased past the point that the patient can tolerate and if their symptoms do not resolve the patient should follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.